Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed a cause for the unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (mr) cannot be determined. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4. An ntw clip was successfully implanted, reducing mr to a grade if <1. The following day, transesophageal echocardiogram (tee) was performed and revealed damage on the posterior leaflet, causing mr to increase to a grade of 3-4. Therefore, three additional clips were implanted, reducing mr to a grade of 1. No additional information was provided.